Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time; however, it was reported that the death was not related to the vns therapy system. No autopsy was performed and the device was not explanted prior to burial. It was reported that two months prior to death, the pt's seizures were under control with the vns therapy and the pt was reportedly more alert. It was reported that "everything went downhill once pt had the pneumonia". There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.